Manufacturer narrative:
This has been occurring ¿over the past three months¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer that connects to the manifold and the male luer lock of the unknown numbers of interlink system continu-flo solution sets would not tighten. The reporter stated that all the connectors at the manifold or stopcock were properly tightened; however the luer connector would not screw into the manifold. It was further reported that the male luer lock would not screw into the intravenous hub. This issues were identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.